Event description:
It was reported that the patient was admitted to the hospital after receiving multiple inappropriate high voltage shocks from their implantable cardioverter defibrillator. A magnet was placed over the device to inhibit therapy as the patient continued to receive inappropriate shocks after they were admitted; external defibrillator was used for standby. Upon interrogation of the device, episodes of noise caused by oversensing, high pacing threshold, low sensing threshold and high impedance were observed. During the procedure, externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable during and after the procedure.